Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service check and reviewed the instrument data and did not find any malfunction. The cse ran water test, quality controls and precision testing, all of which were acceptable. The cause of the discordant, falsely low estradiol results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained a discordant, falsely low estradiol result on one patient sample on an immulite 2000 instrument. The initial result was not reported to the physician(s). The sample was diluted with a dilution factor of 1:3, resulting higher. The customer repeated both the neat and diluted samples. The neat sample resulted lower than the initial result, while the diluted sample resulted higher than the initial result. The diluted sample repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low estradiol results.

Manufacturer narrative:
The initial MDR 2247117-2017-00002 was filed on january 3, 2017. Additional information (01/05/2017): a siemens headquarters support center specialist indicated that immulite 2000 estradiol instructions for use recommends that the patient samples yielding results greater than 1200 pg/ml be diluted and re-assayed. A clinically relevant result is obtained without dilution but the most accurate value is obtained when rested on the sensitive portion of the curve. The customer followed the instructions for use and reported the results obtained by diluting the patient sample. The issue was resolved by following the instructions for use by diluting the patient sample.